Event description:
It was reported that the insulin pump gave an alarm during the manual prime. It was also stated that the drive support cap was protruding from the case. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with a detached end cap and damages to the display window. Drive support cap was inspected and no anomaly was observed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.